Manufacturer narrative:
The device and angiograms were not returned to essential medical for investigation purposes; therefore, the alleged complaint and root cause cannot be confirmed. The risk of failing to achieve hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair has been identified as adverse events related to the deployment of the vascular closure device in the IFU. The risk documentation was reviewed, and this incident is a known risk. The document history records were reviewed and no non-conformities were identified related to this event. Based on the information reviewed, there is no indication of a lot product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review the device history record and risk documentation for this incident.

Event description:
It was reported that upon deployment of manta 18f, the collagen tore, and collagen "came back out of the tissue tract when removing the tamper tube." The distributor reported that "only about 20% of the collagen" came back out of the access site. It was also reported that hemostasis was achieved in the patient with manual pressure.